Event description:
Per the clinic, the patient experienced pain and tenderness at the implant site and subsequently experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed january 3, 2014.

Manufacturer narrative:
Device was lost in shipping and not available for analysis.